Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the front panel display of the subject device blinked. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.

Manufacturer narrative:
Corrected fields: a1 and g2 (added foreign and other ¿ japan). This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation, device evaluation and the device history record (DHR) review. The device was returned to evaluation and the customer¿s allegation was confirmed. The device evaluation determined the failure was caused by a malfunction of the filter and mesh turret. The turrets were sticking. In addition, the output connector was worn and the connection was loose and the paint on the top cover was peeling. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The investigation determined the failure was caused by a malfunction of the filter and mesh turret, however, the cause of the filter and mesh turret sticking could not identified. Olympus will continue to monitor the field performance of this device.